Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 409 mg/dl at the time of incident. Customer also had insulin pump error alarm. Customer was able to clear alarm and able to complete rewind process. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained on (B)(6) 2022 of an error in the motor was detected by reading unexpected value from hall sensor alarm. Tested with a test p-cap and the test p-cap locked in place properly. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device successfully downloaded to thump. No an error in the motor was detected by reading unexpected value from hall sensor alarms noted during test. Verified in the device history download the device alarmed an error in the motor was detected by reading unexpected value from hall sensor alarm on (B)(6) 2022 11:49:00.000 due to moisture damage to electrical board. Device was cut opened and moisture damage was noted on electrical board. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label damage, cracked belt clip rails, moisture damage. An error in the motor was detected by reading unexpected value from hall sensor alarm was confirmed due to moisture damage to electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.